Manufacturer narrative:
Device is end of life / end of support.

Event description:
Philips received a complaint on the mrx defibrillator indicating that the defibrillation test failed. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a failure and the customer was advised that the therapy pca needed to be replaced for intermittent therapy failure issue. The unit could not be rectified as the part required for repair is not available due to the device reaching end of life (eol). The customer was informed of this. The device was not available for additional investigation as it is out of warranty and the customer will not be provided with a replacement device/return label. Based on the information available and the testing conducted, the cause of the reported problem was due to the therapy pca, but because the device is out of warranty, it cannot be repaired. The reported problem was confirmed. The device remains at the customer's site. No further action is warranted at this time.